Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated the device and duplicated the reported issue. The biomed determined the cause of the reported issue was due to the device's ac power adapter. The biomed informed physio that the ac power adapter was replaced with another unused power adapter from another location to resolve the reported issue. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not charge to shock when connected to the ac power adapter. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.